Manufacturer narrative:
(B)(4). The sample was not returned; however, the customer provided one photo for evaluation. Visual inspection of the photo confirmed the needle hub was cracked. A device history record review was performed with no relevant findings. The customer report of a cracked needle hub was confirmed by complaint investigation of the customer supplied photo. Based on the appearance of the hub, design caused or contributed to this event. A device history record review was performed with no relevant findings. A CAPA has been previously initiated to further evaluate this issue. Corrective actions have not yet been implemented. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The complaint was reported as: "it consisted of a cvc and a shaldon catheter set from the f/v (burned intensive care unit). Both sets were used as part of an emergency treatment of a severely burned, cardiopulmonally unstable patient on (B)(6) 2020 at 21:00. The shaldon catheter was placed in the left subclavian vein, and air was aspirated after a short time. In case of known problems with arrow sets, a central venous catheter set was then opened in order to access a cannula and syringe with integrated drain again. However, air aspiration was also possible with this cannula. The alternative cannula available in the zvk set was then changed and punctured according to the traditional seldinger technique. An x-ray of the chest after puncture showed no evidence of a pneumothorax. Despite careful handling of the sets, a tear in the connectors occurred repeatedly." No medical intervention was required. No patient harm reported. The patient's condition was reported as "severely burned in acute volume deficiency shock. Emergency situation" at the time of this report.

Manufacturer narrative:
Qn#: (B)(4).

Event description:
The complaint was reported as: "it consisted of a cvc and a shaldon catheter set from the f/v (burned intensive care unit). Both sets were used as part of an emergency treatment of a severely burned, cardiopulmonary unstable patient on (B)(6) 2020 at 21:00. The shaldon catheter was placed in the left subclavian vein, and air was aspirated after a short time. In case of known problems with arrow sets, a central venous catheter set was then opened in order to access a cannula and syringe with integrated drain again. However, air aspiration was also possible with this cannula. The alternative cannula available in the zvk set was then changed and punctured according to the traditional seldinger technique. An x-ray of the chest after puncture showed no evidence of a pneumothorax. Despite careful handling of the sets, a tear in the connectors occurred repeatedly." No medical intervention was required. No patient harm reported. The patient's condition was reported as "severely burned in acute volume deficiency shock. Emergency situation" at the time of this report.